Event description:
Device is closed system transfer device for hazardous IV medications. Item is brand equashield, item female ll connector reference fc-1, lot number 1720293a. Item was opened in our IV compounding hood and was found to have a hair inside the packaging, including in the glue that holds the front and back of the sterile packaging together. Item was removed from compounding area, recleaned and a new item was selected. This was reported to the company, they wished a photograph. I have the packaging and the hair. Dates of use: (B)(6) 2018. Is the product compounded: no. Is the product over-the-counter: no.